Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. The pump passed the stop current, run current, seat, rewind, basic occlusion and displacement tests. Unable to perform the self-test, unexpected restart, off no power, occlusion or no delivery alarm tests due to the alarm. The pump was monitored for several days and no blank display anomaly was noted. No flickering screen anomaly was noted. No damage was found on the lcd isolation tape. The pump had a cracked case at the display window corners, minor scratches and a cracked display window.